Event description:
It was reported that the patient went to the physician's office complaining of pocket stimulation. Low impedance was noted on both leads. As the stimulation did not bother the patient, the physician opted for no intervention at this time, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator, (B)(6) 2013.